Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament. There were the holes in the end of the tubing (reservoir) that was result of sharp instrument damage; holes and exposed suture was present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm kinked in the tubing. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) due to the device not working and a kink in the tubing. The device would not cycle. The device is now functioning fine after revision. The pump was replaced and the implant was functioning as designed with no issues to report.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) due to the device not working and a kink in the tubing. The device would not cycle. The device is now functioning fine after revision. The pump was replaced and the implant was functioning as designed with no issues to report.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) due to the device not working and a kink in the tubing. The device would not cycle. The device is now functioning fine after revision. The pump was replaced and the implant was functioning as designed with no issues to report.

Manufacturer narrative:
Lot number updated .